Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode was exhibiting non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray imaging, advising that the images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted. New information was received indicating that this electrode and s-ICD system was explanted. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode was exhibiting non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray imaging, advising that the images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted. New information was received indicating that this electrode and s-ICD system was explanted. A new system was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This electrode was returned, and product analysis complete. Upon receipt at our post market quality assurance laboratory, visual inspection of this electrode was performed. The complete electrode was returned intact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the physician that this patient came into the emergency department, after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Interrogation of this sicd device and its electrode was exhibiting non-physiological noise over-sensed in the primary vector resulting in an inappropriate shock. During evaluation, the artifacts are very easily reproducible with pocket manipulation in primary and supplementary vectors. X-ray imaging was performed. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed x-ray imaging, advising that the images revealed a good connection between the device and electrode. Additional it was found that the electrode is fractured at the pocket level. At this time the device remains implanted. No additional adverse patient effects were reported. The physician will be monitoring the patient closely. The device and electrode remain implanted.